Event description:
Revision due to plate breakage.

Manufacturer narrative:
Examination of the returned plate by a depuy material research manager confirmed the fracture. The evaluation found fatigue cracks initiated at the blend radii, between the lateral plate surface and the two screw hole walls. The cracks propagated across the plate until the cross section could not sustain the applied load and fast final fracture occurred. Fatigue results from repetitive loading at loads exceeding the endurance limit of the material. A search of the complaint database found no prior reports for this part and lot number combination. Review of the device history records by depuy found no related mfg deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional info be received, the investigation will be reopened.